Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy¿ drug eluting stent was implanted to treat the lesion. The stent was bent and the medical team implanted another of the same device in order to place it perfectly. No patient complications were reported and patient's status was perfect.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).